Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response appears to be forthcoming. The device was not returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device would not delivery defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the customer.

Event description:
The customer contacted physio control to report that their device would not delivery defibrillation energy. There was no patient use associated with the reported event.